Event description:
A company representative contacted baxter (B)(6) regarding a homechoice (hc) machine. The representative stated the home patient (hp) reported feeling an electric shock from the hc and wanted to swap the hc for a different one. There was patient involvement, but no clinical impact on the patient was reported.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). The reported issue was confirmed during evaluation. The cause was determined to be a hardware problem. The responsible part was determined to be a faulty power cord. The power cord was changed to a new one during evaluation. The device was fully tested and calibrated during evaluation.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.